Event description:
MFR received a report from a consumer that pt was in gym class with the physical therapist when the chair allegedly stopped without warning while going forward. The pt was not wearing their seat belt and fell to the ground. As a result of the incident, the enduser sustained a broken leg. What role, if any, the device played in the incident is unclear.